Event description:
Information received indicates the bed exit alarm is only working intermittently.

Manufacturer narrative:
The technician isolated the issue to the bed exit switches not making a good contact. He cleaned the bed exit switch contacts to repair the bed.